Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect and her implantable neurostimulator (ins) ¿had not helped any.¿ it was also reported the patient had ¿bone hitting bone or something. She saw her physician in (B)(6) and he took care of it and she had no pain since;¿ it was unclear if this was related to the patient¿s device.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, increased baseline pain, and pain at the pocket site following a fall. The implantable neurostimulator (ins) was giving the patient "problems" and was protruding more and was painful at times. The patient had fallen several times and pain at the pocket site had gotten worse over the past month. It was reported the ins was not previously painful, "but after surgeries and such it seemed to be." It was noted the "couple days" prior to report had been "quite painful." It was noted the ins was implanted in the upper right buttock. It was stated the stimulation was on low "but it didn't help." It was noted that the patient was informed "there's something real hard in there. We couldn't get it down like we wanted to." Manufacturer representatives reprogrammed a couple times but the patient didn't get any real benefit because "they couldn't go down as far as they wanted." The pain was noted to go "down the sciatic nerve"; however, stimulation was stated to only reach "just 3 to 4 inches above the knee." The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).